Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, tube push off occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. The lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: d4. Medical device lot#: 5283225. D4. Medical device expiration date: 30-sep-2027. H4. Device manufacture date: 01-oct-2025. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Retained samples could not be tested because the batch number was unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: tube push off. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, tube push off occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.